Event description:
The customer reported erroneous b-type natriuretic peptide (bnp) results, for three patients, on separate days, involving unicel dxi 800 access immunoassay system. This is report one of two. Two patient samples produced results below the normal reference range and above the normal range upon reanalysis on an alternate instrument. The third patient produced an initial result above the normal reference range and repeated higher, above the normal range of the assay. The customer indicated quality control (qc) was performing within the customer¿s established ranges at the time of the event. System checks, prior to the event, passed within instrument specifications. The erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) observed ten sample pipettor failures on the sample probe and replaced the sample pipettor, cleaned the wash tower, and performed appropriate alignments. The fse primed the sample pipettor ten times and completed service verification test to confirm the sample pipettor performance was within specification. The fse replaced the duck bill on the instrument and performed additional cleaning of the instrument wash wheel, aspirate probes, reagent pipettors, and the precision pump components. The fse performed adjustments to ultrasonic instrument settings and verified all instrument alignments. The fse verified hardware performance was acceptable by completing passing sample probe carryover test. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2122870-2012-01668.